Event description:
It was reported that during a lap uterine myomectomy, jamming occurred at the 5th firing. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Device fired through lockout, advancer disengaged from feedbar. The analysis results found that the el5ml device was received in good visual condition. Upon cycling the device, it was noted to be empty and the lockout had been fired through. No functional test could be performed due to the condition of the returned device. Please note the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. In addition, if the trigger is forced closed once the lockout has been engaged, the jaws may remain in the closed position. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the advancer was found disengaged from the feed bar. However, it could not be determined what may have caused this condition. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.